Event description:
It was reported that the patient has been experiencing increasing dizziness, lightheadedness, shortness of breath, and fatigue over the last two years. The patient indicated that although the device interrogations 'checked out well', he did not believe it was functioning properly, and felt his symptoms came from the inability of the device to control his heart issues. The patient noted that since his device was explanted and replaced, his symptoms have disappeared. Attempts to obtain additional information were unsuccessful. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.